Event description:
A complaint was received regarding no glucose alarm alert while using the adc device using freestyle librelink. As a result, the customer was unaware of their glucose levels. The customer experienced tremors and weakness, and was unable to provide self-treatment and required a glucagon injection by non-healthcare provider. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding no glucose alarm alert while using the adc device using freestyle librelink. As a result, the customer was unaware of their glucose levels. The customer experienced tremors and weakness, and was unable to provide self-treatment and required a glucagon injection by non-healthcare provider. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. It has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.